Event description:
It was reported that there was an alert received due to out-of-range right ventricular (rv) lead pacing impedance measurement, measuring greater than 3,000 ohms. The patient had a follow-up and troubleshooting was performed and there was no abnormalities. Additionally, there was no observations of noise. The decision was to re-program the device unipolar. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was an alert received due to out-of-range right ventricular (rv) lead pacing impedance measurement, measuring greater than 3,000 ohms. The patient had a follow-up and troubleshooting was performed and there was no abnormalities. Additionally, there was no observations of noise. The decision was to re-program the device unipolar. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.